Manufacturer narrative:
Complaint allegation was not confirmed. One unpackaged abs-10060 angel prp system centrifuge serial/batch number (B)(6) was received for investigation. A visual inspection of the returned device revealed signs of wear and tear around the housing. The functional testing with 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The complaint describes that the system in question, sn (B)(6), had a high-volume output of prp with a diluted concentration. This error could not be replicated. The device reported outputs of 41ml platelet-poor plasma (ppp), 17ml rbc, and 2ml prp. The prp volume within the syringe was recorded as 2ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Please note that all values were low, but the prp produced had expected cellular foldx concentrations. No issues related to the allegation were found.

Event description:
On 07/24/2024, it was reported by a sales representative via (B)(4) that an abs-10060 angel distributed 14cc of prp, resulting in a significantly diluted final injection. This occurred during a bmac harvest procedure on (B)(6) 2024 the procedure was aborted.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.